Manufacturer narrative:
(B)(4). Additional PMA/510(k) number ¿ k013227. Device remains implanted.

Event description:
It was reported that the crown was loose. After removing the crown, doctor noticed that the implant's shoulder at the mesiolingual side is fractured. In the wider lingual area there is a fractured split. Doctor decided to that the implant should remain in patient's mouth.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The customer has returned an image of the patient's mouth. It can be seen that the implant collar is fractured around the edges. The reported product was located on an unknown tooth site and used for an unknown period of time. A device history review was performed and no related non-conformities were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the crown was loose. After removing the crown, doctor noticed that the implant's shoulder at the mesiolingual side is fractured. In the wider lingual area there is a fractured split. Doctor decided that the implant should remains in patient's mouth as the problem is not too serious. The reported complaint is confirmed following inspection of the returned image. The physical product was not returned. A definitive root cause for this complaint could not be determined. The following sections have been updated: a1: patient identifier, a2: age at time of the event, a3: patient sex, b4: date of this report, d4: expiration date, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change ¿no' to 'yes' , h4: device manufacture date, h6: evaluation codes, h10: additional narrative.

Event description:
No further event information is available at the time of this report.